Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room visit and was diagnosed with diabetic ketoacidosis (dka). It was reported that the patient¿s blood glucose (bg) levels reached 883 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (arm). Patient stated that patient got home around 11 pm and bg started to go high then patient gave some insulin and checked at 4 am, bg meter was just reading high. Then patient tested bg on a different meter that also just read high. Patient went to the emergency room and tested at 883 mg/dl. Patient was treated with intravenous salin and insulin drip. Patient also had very low potassium. Patient discarded the pod so no device is available for return.